Manufacturer narrative:
H3/h6: a medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) was pl ugged into the wall but the umbilical was not plugged in. The rear cab was inspected for damage and one of the large pins looked slightly misaligned. The umbilical cable was inspected for damage and a piece of plastic was found stuck in one of the larger holes. The obstruction was removed. The medtronic representative was able to connect the umbilical to the rear cab with no issues. The cable was reconnected multiple times to verify the connection. It was also verified that the pin was aligned and was not loose. The imaging system then passed system checkout and was found to be fully functional. Codes b01, c07 and d02 are applicable to this system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000424 product ID: bi71000167 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was down. The site contact explained that one of their in-house engineers checked the system and found that the cable connector and o arm connectors were bent. No patient was present.